Manufacturer narrative:
Describe event or problem: it was reported that a blade was sticking out from one of the bottom flaps of the box. When opened the employee contacted the blade and received a laceration requiring a trip to the hospital, 3 x-rays, a tetanus shot, and three stitches on her index finger. Deroyal: pictures of the defect were received for our investigation. Internal inspections were performed during the relabeling process and on finished goods where no defects were found. As a corrective action all applicable personnel received retraining for heightened awareness when packaging this product to verify that the blades are not exposed. The product is under 100% inspection to verify all blades are retracted prior to packaging.

Event description:
It was reported that a blade was sticking out from one of the bottom flaps of the box. When opened the employee contacted the blade and received a laceration requiring a trip to the hospital, 3 x-rays, a tetanus shot, and three stitches on her index finger.